Event description:
A medical device manufactured by canary medical ((B)(6) based) was implanted in my left knee upon total left knee replacement surgery on (B)(6) 2022. The device is suppose to transmit needed medical data to my doctor. It does not transmit. It is defective. This data is crucial for my recovery. FDA safety report ID# (B)(4).